Manufacturer narrative:
The initial reporter also notified the FDA on 1 september, 2021. Medwatch report # mw5103248. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.16in catheter broke off inside patient. Emergency surgery was performed to remove it. The following information was provided by the initial reporter: it was reported that the catheter broke inside of patient. Patient was transported to another hospital to have emergency surgery.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.16in catheter broke off inside patient. Emergency surgery was performed to remove it. The following information was provided by the initial reporter: it was reported that the catheter broke inside of patient. Patient was transported to another hospital to have emergency surgery.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and two photos. A visual inspection of the returned sample found that there was a break in the catheter tubing slightly above the nose of the adapter. The reported defect was confirmed. Further microscopic inspection found that the catheter tubing had broke off at an angle. Striations could also be seen on the surface of the tubing break and strands of catheter tubing were still attached to the tubing which could be seen protruding from the outer diameter of the tubing. This indicated that the catheter tubing was likely damaged by a sharp instrument. If the tubing was cut or damaged during manufacturing, leakage would most likely be observed right after the needle was retracted during placement. This information, in addition to the microscopic observations made, indicated that the defect most likely occurred in the user environment as a result of using sharp objects such as scissors or blades. A device history record review showed no non-conformances associated with this issue during the production of this batch.